Event description:
The 18 french 3.0 gastrostomy tube in place this tube was placed on (B)(6) 2013 as a routine tube change. The balloon was inflated with 6 cc of water. It was reported that this tube fell out on (B)(6) 2013. Balloon was not holding water. A new gastrostomy tube was inserted via protocol.